Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. The customer did not give a manual injector or changed the infusion set prior to her admission. It was also reported that the insulin pump was exposed to x-rays and had a blank display. No further info was provided.